Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-06-29. H.6. Investigation summary one sample was received by our quality team for evaluation. From the returned sample, the needle pierced through catheter was observed, confirming the customer experience. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation, this would have occurred during product application when the product was manipulated or during assembly of catheter. A project CAPA 590840 has been completed to further address actions required to prevent this incident from occurring during the assembly of the catheter. Customer complaint trends will also continue to be evaluated on a monthly basis.

Event description:
It was reported that the bd angiocath¿ plus IV catheter needle was found broken during use. The following information was provided by the initial reporter: "stylet of catheter is torned."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath¿ plus IV catheter needle was found broken during use. The following information was provided by the initial reporter: "stylet of catheter is torned."